Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Customer's blood glucose level ranged from 275 mg/dl to 396 mg/dl. Reportedly, the customer was able to successfully charge the pump with an alternate usb cable.